Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.